Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device failed. The collagen did not go on to the artery smoothly and it was harder to tamp the collagen down. The estimated blood loss was less than 250cc. The procedure outcome and patient condition was reported to be unknown. Additional information was received on october 17, 2018. The angio-seal device was used to gain hemostasis. The procedure was a left heart catheterization.